Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was poor communication with recharging the implantable neurostimulator (ins) and the poor communication screen appeared. The caller repositioned the antenna over the ins and turned the antenna dial through all 4 positions, but the reposition antenna screen appeared. It was noted that it had been two weeks since the last recharge session. In addition, it was reported that the ins moved front and back and in (B)(6) 2019, a manufacturer representative (rep) mentioned a revision to correct this issue. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) to make arrangements for a device check. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.